Event description:
It was reported that the ilet bionic pancreas had a cracked screen with unresponsive top buttons, and the patient provided a photo; the pump continued to deliver basal and correction insulin until depletion, consistent with a device fracture involving the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.